Manufacturer narrative:
Follow-up #1: date of submission 05-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 14-mar-2018 with the following findings: a battery cap was not returned with the pump for investigation; a test cap was used to complete the investigation, fit properly to the pump and was able to maintain electrical connectivity for testing. The pump was intact and without damage. On investigation, the pump powered on with functioning audio tone and vibration; however, the display screen remained blank due to failure of an electronically erasable programable read-only memory component inside the pump. Due to the failure of this component, continued investigation of the ¿intermittent¿ power issue was not able to be completed.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.